Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 65 mg/dl. Reportedly, the customer over bloused and did not consume food. To treat the low bg level, the customer consumed juice and canned fruit. Recommendation was made to discuss diabetes management with health care provider.